Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer administered a manual insulin injection, delivered a correction bolus, and changed the infusion set multiple times to address high bg. The cause of the high bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.